Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were having low blood glucose. A medtronic employee called emergency medical services due to the customer's low blood glucose, with blood glucose as low as 4 mg/dl at the time of the incident. The customer stated they were at 16 mg/dl , their spouse said 66 mg/dl, and the customer was up to 296 mg/dl by the time the paramedics arrived. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller got a no delivery alarm during the call. The insulin pump will not be returned for analysis.